Event description:
Forceps were not closing before contact with patient, replaced with new forceps. Manufacturer response for fenestrated bipolar forcep, (brand not provided) (per site reporter) issued rga.